Event description:
Our hosp was presented with a new product for eval. It is a pediatric enteral closed system feeding manufactured by nestle clinical nutrition, ultrapak. The bag must be spiked and IV tubing fits into the port. Subsequently, IV administration can inadvertently occur if the bag is spiked with the wrong trubing. Pursuant to the jcaho sentinel event alert issue 36-april 3rd, 2006 this product design presents a safety risk to pts. In addition, ross nutrition has been marketing a competitive product which has the same safety concerns.